Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after eating without a meal announcement, with a highest continuous glucose monitor value of 279 mg/dl and a concurrent fingerstick of 227 mg/dl; insulin delivery had resumed after assistance with a site-only change using an inset on the abdomen, and glucose was trending down at 220 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention beyond routine self-management and no hospitalization. Investigation included troubleshooting and user education focused on missed meal announcement. Investigation of this case revealed user-related use error consistent with a missed meal announcement leading to postprandial hyperglycemia, with no alerts or alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.